Event description:
It was reported by the patient that they were feeling "worse and worse." They also reported that their clinic had informed them that a lead had fractured and was failing. All reasonable contacts have been followed up with and no additional information is available. The patient has one right ventricular (rv) and one right atrial (ra) lead and both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.